Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited a placement signal [ps] reading of 20/10¿s and the a-line did not correlate. Support advised the medica staff that it seemed to be a sensor issue, and to treat patient from a-line. In addition, the patient experienced ventricular tachycardia and was defibrillated twice. Cardio-pulmonary resuscitation (CPR) was administered along with boluses of epinephrine and levosimendan. Fluids were also infused. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.